Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Also, it was noted that pump fell out of the customer's pocket, became cracked and unresponsive. The customer's blood glucose level was 208 mg/dl and it was addressed with a backup pump. It was confirmed that the customer had a backup method of insulin delivery available.